Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.

Event description:
It was reported that the system shut down on its own. No pt injury was reported.